Manufacturer narrative:
A steris service technician inspected the sterilizer and found that one bolt had fallen out of the left panel and the middle panel's backing bracket was loose. The technician re-secured and tightened the panels, tested the sterilizer, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that two bottom panels from their amsco 400 sterilizer fell off and contacted an employee's foot. No medical treatment was sought or administered.